Event description:
It was reported that the femoral arterial cannulae's obturator split when placed into the vessel. No further information available

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Manufacturer narrative:
The device was not released by the hospital for evaluation. This MDR is related to the same investigation and actions as MDR 3008500478-2014-00044. It was reported that the fem-ii arterial cannula obturator split when placed into the vessel. Follow up with the customer ((B)(6)) on (B)(6) 2014 via phone: reported that there were three fem-ii that were used in this case. The first two "crumbled" when removed from the package and were not used with the patient. The third was found to have a bent tip and was inserted femorally into the patient. The patient came to the hospital presenting influenza a and pneumonia. The patient when into adult respiratory distress syndrome and was put on ECMO. Pt expired during use of the device. Evaluation: the device was not released by the hospital for evaluation. Manufacturing records were unable to be reviewed due to no lot number provided by the customer. However, evidence from similar complaints have identified this report to be consistent with issues that customers have experienced that are being addressed through edwards complaint and risk management systems. The complaint was confirmed. Through complaint analysis and CAPA investigation the root cause of this was determined to be variation in a supplier process creating cracks on the tip of the dilator. At this point and time the information provided indicates that the cause of death was related to respiratory distress due to the influenza a and pneumonia for which the patient was put on ECMO and not cardiac infarction due to the device. The labeling and IFU were assessed for adequacy and are considered acceptable at this time. A recall was initiated as part of the edwards risk management system and is being tracked through the field corrective action system.